Event description:
It was reported that during treatment of a fibrous lesion in the proximal right internal carotid artery with the neuroguard stent iep sys ng-0740-140-2, there was a delay in surgery of 10 minutes due to the inability to deploy the device. Vessel morphology included 70% stenosis, 15mm length, 6 mm diameter, minimal tortuosity and calcification. A 6f non-contego (cook shuttle) sheath was used. A 6mm spider fx embolic protection device/guidewire was used. The vessel was not pre-dilated or post-dilated and no resistance was encountered when advancing the device. Instructions for use were followed without issue, and the thrumbscrew/lock-pin was checked and removed prior to attempted deployment. No stent struts were exposed or visible on removal, and no intervention was required for removal of the device. The device was safety removed from the patient, and the procedure was completely using a new neuroguard device. No patient complication have been reported as a result of this event. Additional information was received from the rep: the sheath did not retract at all as the thumb wheel was spinning freely. The filter was not exposed as the outer sheath did not retract at all.

Manufacturer narrative:
This MDR is a remedial submission made in direct response to FDA form 483 observations to ensure full reporting compliance. The associated complaint was originally classified as non-reportable; however, following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803. This submission fulfills our commitment to correct the initial reporting determination.